Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the patient's ipg was explanted and replaced on (B)(6)2021. Effective therapy was established post-operative.

Event description:
It was reported that the elective replacement indicator message appeared for ipg. It is unknown if the indicator triggered earlier than intended. As result the patient may undergo surgical intervention on a later date.